Event description:
General report received of multiple undocumented incidents involving extension sets where the male adapters came loose from the pt's peripheral venous accesses. The customer reported that when the extension sets were connected to the catheters at the IV access sites, the extension sets disconnected from the catheters. The male luers of the extension sets reportedly would not seat securely into the IV access catheters. There was no reported blood loss, although it was reported that there was a minimal amount of blood present in several of the used extension sets. The situations were resolved by changing the extension sets, and therapy resumed without incident. The customer reported that there were no reported adverse pt effects. Though requested, no further info was available.